Event description:
It was reported that pump experienced malfunction code 9 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence. Caller later reported malfunction recurred. Cts to replace pump. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.